Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor break. The customer believed the sensor cannula remained in their skin. The customer stated the cannula was missing upon removal from their body. It was also found the cannula was falling apart when the second sensor was removed from the customer's body. Customer's blood glucose was 9.9 mmol/l. The customer declined to return the sensor for analysis.